Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user's strips were not expired. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 7th, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving bg readings from his dario meter that were 35 mg/dl higher than his non-dario meter.